Manufacturer narrative:
Continuation of d11: product ID 8781 lot# serial# (B)(4) implanted: 2012-(B)(6) explanted: product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-oct-25, additional information was received from the manufacturer representative (rep). Additional information reported a microleak had not been confirmed and the cause of the loss of therapy was unknown. There have been no further actions taken to resolve the event. It was not known when the loss of therapy began.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 28-sep-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from an healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving lioresal (unknown dose and concentration) via an implantable pump for intractable spasticity and head/brain injury. On an unknown date, the patient had a loss of therapy and was thinking it might be a micro-leak. The hcp did a side port aspiration on (B)(6) 2018 and they were able to aspirate. No further information provided.